Event description:
It was reported that prior to starting a da vinci-assisted ventral hernia procedure, the mega suturecut needle driver instrument's metal tip was no longer attached to the shaft. A portion of the shaft was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up to request additional information related to the event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the megasuture cut needle driver involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint defective I&a "portion of the shaft is broken.¿ fa found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.169¿ x 0.189¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the product associated with this event shows that the megasuture cut instrument was last used on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.